Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The reporter alleged of having lung disease. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received additional information on 01/10/2025, that the device was evaluated by the service center and pil confirmed no presence of degraded sound abatement foam residue. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil was not able to confirm the complaint, or address the symptoms specified.